Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-00468, 00469. It was reported that 494 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 3.0 x 50mm, 99% stenosed, mildly calcified, and mildly tortuous lesion in the left atrioventricular groove lcx (l-av) with predilation and placement of three overlapping taxus express2 drug eluting stents of size 2.5 x 24mm, 2.75 x 24mm, and 3.5 x 20mm. The target lesion was a bifurcated lesion into the distal left circumflex (dist lcx). The lesion was post-dilated and residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Indication for this stenting procedure was an acute myocardial infarction (mi) which occurred three days prior to the procedure. At 494 days after the index procedure, the pt expired with the cause of death noted as "unknown and unable to obtain records". The physician noted that it was "unknown" if the target vessel was involved. The start date of event leading to death began one day prior to the event. No autopsy was performed. No further information is available at this time.